Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. Approximately 60 ml of solution was also noted in the housing due to the rupture. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter (B)(4) received a report that one half-day infusor device ruptured while being filled. The device was being filled with desferrioxamine. There was no patient involvement, injury or medical intervention. No additional information is available.